Event description:
It was reported that the customer has been unconscious for over twenty four hours. The customer was snoring on his desk during class, and then some of his classmates tried to wake him up. The customer did not respond and fell to the ground. Since it was thought that he was going thru some kind of hypoglycemic episode he was given glucagon. The customer still did not respond and was determined that he had a cardiac arrest. It was indicated that the customer has no history of seizures. The cat scans showed that everything was normal. The customer's blood sugar was high at the time of admission. The doctor and customer's mother think that the event is not pump or diabetes related. They are suspecting some type of cardio issues. It also was stated that when the school nurse examined the customer he had no pulse and was incontinent. He was in and out of coma and when he woke up he was trying to pull out the tubes hooked up to him.